Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222303 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured on a slight calcium lesion in the puncture site. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with IFU instructions. The balloon did not lose pressure after being pulled to the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a slight calcium lesion. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The vessel tortuosity is mild. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation the sealant of a 6/7f mynx control was found partially exposed from the sealant sleeves which were observed to have been slightly kinked/bent as received.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured on a slight calcium lesion in the puncture site. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with instructions for use (IFU). The balloon did not lose pressure after being pulled to the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a slight calcium lesion. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The vessel tortuosity is mild. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was returned separated from the device, and the stopcock was observed closed. The balloon was observed fully deflated. In addition, the sealant was found partially exposed from the sealant sleeves, which was observed to have been slightly kinked/bent as received. In addition, an unknown procedural sheath was on the device exposed to blood; and there were no damages observed on the procedural sheath received. Per functional analysis, an inflation/deflation test was performed per the mynx control IFU. The results revealed a leak in the balloon of the returned device. Additionally, a simulated deployment test was performed on the returned device per the mynx control IFU, and button 1 was able to be fully depressed and locked in place with some resistance felt. It was revealed that the sealant was exposed to blood, which caused the resistance felt when attempting to depress button 1. Button 2 was not able to be fully depressed due to the damaged condition in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. In addition, the sealant was found partially exposed from the sealant sleeves due to the slightly kinked/bent sleeves as received. Additionally, the balloon was observed not completely retracted into the tamp tube due to the tear observed. The product history record (phr) review of lot f2222303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the slightly kinked/bent condition of the sealant sleeves noted. However, the exact cause of the longitudinal tear found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was a slight calcium lesion in the puncture site with mild tortuosity) and/or concomitant device factors (although there were no damages noted to the sheath received) likely contributed to the issues found since this type of tear to the balloon is typically observed when the balloon comes into contact with calcification and/or other procedural devices (like a damaged procedural sheath, stent or vascular graft). Additionally, these factors could also contribute to the frayed condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured on a slight calcium lesion in the puncture site. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with IFU instructions. The balloon did not lose pressure after being pulled to the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a slight calcium lesion. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The vessel tortuosity is mild. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.